Manufacturer narrative:
The device has not been returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that during a coronary angiogram, the tip of the catheter detached from the body and was left in the patient. An attempt was made to retrieve the tip with a snare device, but this was unsuccessful. The patient was transferred to a different hospital where the tip of the catheter was surgically removed.